Manufacturer narrative:
The astral device was returned to a third party service center for an evaluation and service. No further information is available at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the power cord input of an astral device was faulty. There was no patient harm or serious injury reported as a result of this incident.